Event description:
The customer reported that during a splenectomy, the surgeon was using the device to ligate and divide vessels using long activation cycles. The surgeon noticed that part of the jaw liner disengaged from the dissector jaw and the piece was retrieved. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.